Manufacturer narrative:
As per the device investigation results, a borescope was used to inspect the channel of the scope and there were no damages in the channel. However, there were scratches on the distal cap which appears to be damage from the customer. The scratches on the distal cap were determined to be unrelated to the presence of foreign matter. Fujifilm does not believe that the foreign object came from the endoscope or forceps. However, fujifilm was unable to determine the cause for the presence of the foreign object. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
On (B)(6) 2021, fujifilm corporation was informed of an incident involving the eg-760r gastroscope. During the beginning of an egd procedure, the doctor pushed biopsy forceps through a channel and felt resistance. As soon as the doctor was able to get through, a piece of plastic came out. The foreign object appears to be a piece of plastic, however it was not confirmed. It was confirmed that the doctor proceeded to use the scope and was able to complete to procedure. There was no injury or adverse event that occurred to the patient. After completion the scope was reprocessed and removed from service. There was no patient impact, injury or death associated with this event. This report is being submitted in abundance of caution.